Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant, the implantable loop recorder (ilr) has migrated approximately two to three inches from the original placement. It was noted that the ilr sensing is still appropriate and that it does not bother the patient. The clinic will follow-up with the patient in a week to see if the device has migrated any further and address if revision is needed. The ilr remains in use. No patient complications have been reported as a result of this event.